Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary-the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l45380), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by sales rep that during a meniscal repair, while using a truespan meniscal repair system peek 24 degree and a truespan meniscal repair system peek 12 degree, product was released on first squeeze of trigger but would not allow surgeon to engage implant and squeeze red trigger for second deploy. The trigger came to a hard stop and did not allow surgeon to release implant. Procedure was completed by cutting suture and putting a new implant in. No surgical delay or patient consequences reported.